Event description:
During hour 13 of 15 hour continuous infusion of 20 percent lipid 23.8ml, the curlin pump alarmed, stopped infusing and displayed "error code". The patient's mother contacted on -call services. Pharmacists referenced curlin manual which instructed patient to turn pump off and contact clinical. Pharmacists then instructed mother to waste lipid bag and restart lipid at normal time in evening with the new lipid bag. Pharmacist then sent a new programmed curlin 6000 to patient for next dose and had delivery driver pick up malfunctioning pump. Additionally, pharmacist advised mom to contact patient to contact physician regarding missing 3.2ml of infusion due to pump error. The malfunctioning pump was sent to one-track/ msd with documentation of error. Last curlin pm (B)(6) 2017, with passing values. Percent error at -2 percent measured volume. Next pm due on (B)(6) 2018.